Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a low out of range right ventricular (rv) pacing impedance measurement of less than 200 ohms. Additionally, there were several false positive episodes of non-sustained ventricular tachycardia (nsvt) due to oversensing and noise. This rv lead is non-boston scientific lead. The plan was to have this device and lead replaced soon. This device currently remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.